Event description:
It was reported that the patient used infusion set for more than four days and went to emergency room due to abscess at infusion set insertion site which was treated by medication on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.